Event description:
The customer reported approximately 10 mls of diluent leaking from the left side of the coulter lh 500 hematology analyzer onto the counter. The leak was not contained within the instrument. The operator was wearing gloves and a lab coat at the time of the incident. There was no reported exposure to mucous membranes or open wounds. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse confirmed the leak from worn tubing at pinch valve pv49. The customer replaced the tubing pv49 (ff173 to ff180) prior to fse's arrival. However, the fse verified the correct tubing was replaced and correctly installed. The replacement of the tubing through pv49 resolved the leak. The instrument was returned to normal operation. (B)(4).